Event description:
It was reported by health care professional fluid leaking from PICC saturating dressing. PICC removed and small holes were seen. Securecath was used but holes were centimetres away from securecath.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by health care professional fluid leaking from PICC saturating dressing. PICC removed and small holes were seen. Securecath was used but holes were centimetres away from securecath. Treatment: oxaliplatin/5fu clinical notes:no CT. Replacement PICC working. Replaced 3/10.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.